Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal end of the stent catheter was positioned in the m2 segment of the left middle cerebral artery. A ped-275-20 stent was then delivered through the stent catheter. The stent catheter was retracted to deploy the stent. Angiography showed the stent entering the aneurysm body. An additional stent was then deployed, and subsequent angiography showed normal blood flow. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left middle cerebral artery segment with a max diameter of 2.8 mm and a 2.2 mm neck diameter. The landing zone was 4 mm distally and 4 mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 100. The angiographic result post procedure was blood flow in the left internal carotid artery and its branches was unobstructed, and no absence of the left anterior and middle cerebral arteries and their distal branches was observed.

Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was migration of the pipeline which resulted in the prolapse into the aneurysm. There was no friction or difficulty during delivery or positioning of the pipeline. The pipeline did not jump during deployment. The tip of the catheter was not moved during deployment. Multiple pipelines were not in use at the time of the migration and prolapse but another pipeline was implanted for coverage.